Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services (gts) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 4. The technical service representative (tsr) advised the hp to cycle power to clear the alarm and explained se 2240 indicates a large amount of air has entered setup. The hp confirmed he did not see an obvious cause of the alarm. The hp stated he would finish therapy with manuals and contact his nurse regarding the incident. The tsr reviewed proper procedures with the hp. On (B)(4) 2010 product surveillance contacted the caregiver (cg) who verified that there were no loose connections, disconnections, or product defects noted. The cg confirmed no adverse event resulted from this incident.